Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, compromised force sensor test and all operating current test. Pump received with cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 105 mg/dl. The customer stated there are cracks and chip up at the tip of the reservoir compartment where the battery are put in. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.